Manufacturer narrative:
Correction has been made to sections on this report. The customer returned our call regarding low blood glucose; the customer that she stated that she has low blood glucose all the time when she wakes up. Customer stated she has not ever been hospitalized for low blood glucose and she can walk around at 30 mg/dl and get herself out of it. She stated that if she is 140 or so before bed she will eat something but will wake up anywhere from 30-60 mg/dl. The customer stated she has no idea why we would want to contact her and she said we'll let it go at that and if she needs anything she knows where we are. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer was treated with juice. The customer stated that is ok and doesn't want to troubleshoot the insulin pump.